Manufacturer narrative:
(B)(4). Batch n92m9m. The device was returned with the blade tip broken off. The tip was returned in a separate plastic bag. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the clean jaws and replace instrument alert screens. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a ventricular resection procedure, the generator informed to clean the instrument. The instrument nurse did it and the surgeon continued the operation. A short time after the generator informed to clean the instrument again, but this time after cleaning with wet cloth the generator informed to replace the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.